Event description:
The clinician indicates that the screw fractured inside the implant. An attempt was made to remove it and, during this process, the implant connection was damaged. Consequently, the clinician removed the implant. No complications were reported during or after the operation for the patient.

Manufacturer narrative:
The batch documentation is checked and no anomalies are detected. Any manufacturing fault is ruled out. After examination of the implant, it can be verified that the implant does not show signs of misuse or signs of malfunction that could have contributed to the event. However, the method used for screw recovery was not the one recommended by the manufacturer.